Event description:
Low blood sugar with loss of consciousness, high blood sugars [hypoglycaemic coma] high blood sugars [blood glucose increased] case description: this spontaneous case, reported by a consumer from the united states as "low blood sugar with loss of consciousness and high blood sugars", concerns a man who was using an induo insulin doser from 02 to present and other suspect product symlin (pramlinitde, coded as "anti-diabetic" from 4/06 to ongoing for type 2 diabetes mellitus. In 4/06, the man reported that his induo insulin doser did not dispense the correct amount of insulin and subsequently he experienced high blood sugars. He did not receive treatment for the high blood sugars, but continued his daily regimen of 40 iu per day adminstered in seven injections. Later that same day, the same induo insulin doser failed a function check and too much insulin was dispensed, early in that evening, after the device had failed a function check, the man experienced a low blood sugar level of 25 mg/dl with a loss of consciusness. He reported that he and his wife were driving in the car when the event occurred. His wife administered a subcutaneous injection of glucagon (dose unk) and the man awoke within a few minutes. The man stated that he was unable to recall any further details of his treatment and had no memory of the event. It is stated that the pt also suspected symlin, which he started in 06, contributed to his low blood sugar with loss of consciousness. He was also diagnosed with high blood pressure in 4/06 and initiated therapy with altace (ramipril)around the same time. He has no renal or hepatic disorders, but he did report that he was a brittle diabetic. Reportedly, the pt recovered completely. Analysis result: product: innovo for induo lot no: lw40142 technical examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. The housing top is loose. It may be difficult to depress the push-button completely. The doser is cracked. The rubber seal on the edge of the housing top is damaged. The rubber on the dose selector is missing. Dose selection may be difficult, but dose accuracy is ot affected. The movement accuracy of the piston rod was measured. The result was within acceptable limits. Comment: co comment: this case was originally reported as non-serious (high blood sugars) and became serious based on follow-up info received in 4/06. Note: this pt experienced a similar event with the same device, which has been reported under MFR. Rep # 9681821-2006-00040 (pt ID 252723).